Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on may 2, 2015. Lot 148718: (B)(4) stems manufactured and released on february 16, 2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported. On may 15 2015 the (B)(4) made the following comment: we have only a report describing intraoperative femoral fracture during broaching for amistem. This is a complication that may occur in tha. Having no x-rays no other consideration can be made. No action is required in my opinion at this time.

Manufacturer narrative:
On 05 august 2015 a final report was prepared with the information already reported into the initial report. On 11 august 2015, the final report was sent to the initial reporter and the case was closed.